Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you confirm that the thread unscrewing and needle breakage occurred in the same procedure? Yes. Are only one or two sutures involved? Only one. What is the size of the needle used? I do not remember. Could the needle be removed from the patient during the same procedure? No, it remains in the myometrium of the uterus, impossible to cut unless the uterus is cut. If not, in which structure / fabric did the needle stay? Uppers and needle left in place. Are there any plans to perform a procedure to remove the needle piece? No. What is the name of the procedure? Promontofixation. Were there any patient consequences following this incident? Immediate no but we hope that the needle will stay in the uterus. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a promontofixation procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke and the thread pulled off of the needle. The needle tip was impossible to remove. Additional information was requested.